Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited diaphragmatic noise oversensing that resulted in pacing inhibition on the right ventricular (rv) lead. It was noted that he patient experienced asystole. Technical services (ts) provided troubleshooting options and discussed adjusting sensitivity. Ts discussed any need of defibrillation threshold (dft) test if any change in the rv sensitivity was performed. This product remains in service. No adverse patient effects were reported.